Manufacturer narrative:
OEM manufacture: the manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Device expiration date: unknown. Device manufacture date: unknown. Investigation summary: since the actual product was not returned, an individual detailed investigation could not be performed, but it is speculated that this event occurred due to the following phenomenon described in the package insert of the administered paclitaxel. "When administering this drug using an infusion pump, using an infusion set with a filter network (a filter with a small area) built into the tube may cause crystals of paclitaxel, which rarely precipitate due to physical stimulation of the pump, to occur. Do not use an infusion set that incorporates a filter screen, as this may clog the filter screen and cause the pump to stop." Regarding this matter, we do not ask for discontinuation of the use of products with filters when administering paclitaxel. Please check with the drug manufacturer and use it only at the discretion of your doctor.

Event description:
It was reported that 3 sp sets experienced flow issues when used for infusion. Product defect was noted during use. The following information was provided by the initial reporter: complaint 1 of 2. In (B)(6), the pump alarm sounded during administration using an infusion set consisting of a spike set, an IV line connection kit, and a nipro¿s infusion set with filter to a cv patient in the obstetrics and gynecology ward, and the ward nurse confirmed a reduction in the flow rate. The patient was receiving ap therapy. The incident occurred during administration of paclitaxel, and the nurse found that the inside of the tubing was becoming white-turbid. It is inferred that paclitaxel was affected by something and precipitation of paclitaxel occurred, leading to clog of the filter. There were 3 cases of the same incident occurring only in this ward in (B)(6) 2020. This had never occurred before. Major changes made around june are only introduction of the spike set and IV line connection kit, with no change in drugs or no possibility that drugs listed under prohibited concomitant use were used. Nipro¿s IV set has been used conventionally.